Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, missing address/serial label, cracked case near display window corners, minor scratches on display window, and missing end cap sticker noted. Unable to perform full functional test due to cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for an unknown reason. Customer's blood glucose level was not reported.